Manufacturer narrative:
One (1) xifnt410 (osseotite tapered certain implant 4 x 10mm) was returned for investigation. Visual evaluation of the as returned implant identified no signs of malfunction that would contribute to the event. Implants had signs of use, blood, and debris on external threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were diabetes and unknown bone density. The reported device was in tooth location 10 (unknown dental notation system) and was used for approximately 2 months. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number (2021111434). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op 0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint was identified, (B)(4). However, the investigation has yet to be completed and results are not available at this time. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient had multiple implants placed for hybrid denture, following surgery, patient had persistent pain in anterior region. Gave prescription for antibiotics but pain didn't resolve. Dds also adjusted prosthesis, but patients pain continued. Implant #10 removed and immediately replaced. Per indicated: surgical/medical intervention required for permanent damage: yes, implant #10 needed to be removed. Additional appointment required: yes, possibly for additional implants in future. Symptoms as a result of the event: pain, inflammation, swelling.